Event description:
Caller had patient result of 589 mg/dl on inform system. Immediately following the fingerstick reading of 589, 3 units of novolog was given per his sliding scale. Result for lab sample drawn within 10 minutes was 154 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.